Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "sensor wire too weak." The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that they were trying to initiate therapy, but arctic sun device stopped and said patient temperature (pt) was too low. Verified patient temperature (pt) registering 31.2 on device. They were trying to control to 33.5 via esophageal probe. Asked about accuracy of temperature reading and if they were checked via secondary probe. Nurse stated that they have not. Esophageal probe placement has not been verified either. Encouraged them to verify accuracy of patient. If temperature correlates, then they need to try to get baby's temperature up via alternate method because the device could not control at such a low temperature. If temperature did not correlate, then check probe placement and cable connections. Walked through process. Advised to call back if additional assistance is needed. Nurse stated that they verified placement of the esophageal probe. It was not in the correct spot. Once they adjust the patient temperature (pt) now registering at 33.9c on device and 33.8c on monitor. They asked is that ok to have difference and it was working correctly? Advised there was some variation expected because they were comparing alternate temperature sources and monitors. Only 0.1-0.3c variation was on point. They should be good to begin therapy and device would be able to cool patient to the intended targeted temperature (tt) 33.5c. Encouraged to call back if any assistance was needed at all.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate therapy, but arctic sun device stopped and said patient temperature (pt) was too low. Verified patient temperature (pt) registering 31.2 on device. They were trying to control to 33.5 via esophageal probe. Asked about accuracy of temperature reading and if they were checked via secondary probe. Nurse stated that they have not. Esophageal probe placement has not been verified either. Encouraged them to verify accuracy of patient. If temperature correlates, then they need to try to get baby's temperature up via alternate method because the device could not control at such a low temperature. If temperature did not correlate, then check probe placement and cable connections. Walked through process. Advised to call back if additional assistance is needed. Nurse stated that they verified placement of the esophageal probe. It was not in the correct spot. Once they adjust the patient temperature (pt) now registering at 33.9c on device and 33.8c on monitor. They asked is that ok to have difference and it was working correctly? Advised there was some variation expected because they were comparing alternate temperature sources and monitors. Only 0.1-0.3c variation was on point. They should be good to begin therapy and device would be able to cool patient to the intended targeted temperature (tt) 33.5c. Encouraged to call back if any assistance was needed at all.